Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer was able to clear the alarm. Customer received request to rewind pump. Customer was unable to complete insulin pump rewind. The customer reported moisture inside the reservoir compartment and leak was occurring from reservoir o-rings no harm requiring medical intervention was reported. The insulin pump will be returned for analysis. The reservoir will not return for the analysis.

Manufacturer narrative:
Evaluated one open and used reservoir (transfer guard and plunger not returned). Using a new lab plunger and transfer guard; performed pre-fill test to reservoir. No air bubbles were observed during analysis. Checked o-rings or stopper groove for defects and none were found. Conclusion: no air bubbles. Also inspected reservoir's o-rings or stopper groove for anomalies. None were found. Ran basal, bolus leaking test: using a new transfer guard and plunger reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir does not have air bubbles and does leak. (B)(4).